Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) with a rate of 190 beats per minute (bpm) and the zone is for 210 bpm. Technical services (ts) noted there was t wave oversensing occurring. Ultimately this patient received shocks which were inappropriate due to the oversensing. Further discussion suggested this could have been rapid ventricular response (rvr) with aberrancy. The twos was due to morphology. Ts discussed the physician could increase the zones and extend smart charge if they are not wanting to treat this. Ts noted his patient may need medical management. This patient was transferring to their implant hospital to be addressed there. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.